Event description:
It was reported that the arctic sun device had a note that heater was broken. The user was not sure about what has to be done. It was explained that the device would need to be sent to biomed for service. Per follow up 2 on (B)(6) 2021 via biomed, device overfilled from nursing staff. Drained water and ran functional check. Device functioning appropriately. No further information or issues.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had a note that heater was broken. The user was not sure about what has to be done. It was explained that the device would need to be sent to biomed for service. Per follow up 2 on (B)(6) 2021 via biomed, device overfilled from nursing staff. Drained water and ran functional check. Device functioning appropriately. No further information or issues.